Event description:
It was reported that during charging at the user facility the battery charging station was heating up the batteries. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. (B)(4): device has not been returned for evaluation at this time.

Event description:
It was reported that during charging at the user facility the battery charging station was heating up the batteries. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure could not be duplicated and the device was returned to the user facility.